Event description:
Note: the event date is not known. It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare failed to cauterize the polyp. The physician used another captiflex standard oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Follow-up with the complainant, confirmed that the following information is unavailable: event date, patient information, and lot number.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).